Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, as reported, the delivery system or wire when tracking over the aortic arch likely contributed to the aortic dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates on (B)(6), after deployment of a 29mm sapien 3 valve, angiography showed there was no blood flowing. Ballooning was performed, a dissection was observed and the aorta was stented. The patient was transferred to the ICU and expired due to an aortic aneurism. The aortic rupture was thought to have been caused by the delivery system or safari wire. There was difficulty placing the wire and a lot of tension on the system was noted when tracking over the aortic arch.